Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown versys advocate stem lot #unknown. Item #unknown versys head lot #unknown. Item #010000741 g7 acetabular liner lot #6483785. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02138.

Event description:
It was reported that during an initial hip surgery the liner did not seat completely. It was then was removed and a new liner was implanted. Additional information was requested, however none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.